Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hyptotube, inner/outer shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and the hypotube was separated at 75cm from the tip of the device. The fracture faces of the separation were oval, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2018. It was reported that shaft kink occurred. The 90% stenosed, 12x2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.5mm x 12mm quantum¿ maverick¿ catheter balloon was advanced for dilation. However, it was noticed that the shaft was kinked 80cm from the hub. The device was removed directly from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.